Event description:
It was reported that an ilet touchscreen was intermittently unresponsive, preventing a meal announcement and leading to elevated blood glucose; after guided troubleshooting that included charging, wake button actions, third-party interaction, and a restart while on the charging pad, the touchscreen functioned and the user could unlock and navigate the device. Symptoms included hyperglycemia with a peak of 300 mg/dl and alerts for prolonged elevation. Outcomes included self-management without hospitalization or medical intervention, with subcutaneous insulin used as backup therapy and subsequent return of glucose to range. Investigation included technical support troubleshooting and device function checks. Investigation of this case revealed normal device operation after restart and calibration actions, with no persistent malfunction observed. It was concluded that the event was resolved through user-guided restart and touch sensor recalibration, and no further action was required.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.